Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated modular chemistry (mc) sample probe obstruction errors. Customer reported that there was some discoloration in the collar wash. Customer reported that there was fluid dripping from the collar wash. Customer reported that the fluid was not being "sucked " from the collar wash. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a large build up of gel separator in the mc wash vacuum valve. The fse cleaned the valve. The fse replaced the clogged mc sample probe. The fse calibrated the electrolytes and the modular cup chemistries. The fse ran quality control, all results were within specifications.

Manufacturer narrative:
(B)(4).